Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a device check, the autopulse platform displayed user advisory (ua) 18 (max take-up revolutions exceeded), ua 19 (max applied load exceeded) and ua 20 (position out of range) messages. No patient involvement was reported. No further information was provided.